Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation and subsequent death remains unknown.

Event description:
During a radiofrequency ablation for ventricular tachycardia, a cardiac perforation occurred while mapping and ablating the ventricular tachycardia in the basal inferior region where there was a preexisting pseudoaneurysm and the patient expired. The patient had ventricular tachycardia induced during the procedure and activation mapping and ablation was done. The patient also had a voltage map created while in sinus rhythm. After creating the voltage map, the physician looked for areas of fragmented signals. The area of interest was noted to be in the basal inferior aspect of the right ventricle which is where the pseudoaneurysm was located. The contact force pressure did not exceed 10gms. While mapping in the region of the pseudoaneurysm, the contact force showed only 4 to 6gms of force. Manipulation of the catheter was done and a contact force of 10gm was achieved. The patients blood pressure dropped and this was followed within about 3 minutes with the patient having a respiratory arrest followed by a cardiac arrest. An echocardiogram and fluoroscopy confirmed the pericardial effusion. The patient was intubated after which access was taken into the pericardial space and the blood was drained. The patient had a preexisting pseudoaneurysm due to granulomatous heart disease. The pseudoaneurysm was not created by any abbott devices. The perforation was caused by the contact force ablation catheter and the patient was predisposed to it because of the presence of the pseudoaneurysm.